Manufacturer narrative:
(B)(4). Concomitant medical devices: 157444 ¿ m2a magnum head - 823590; 139252 ¿ m2a magnum taper ¿ 520530; 11-103203 ¿ taperloc stem ¿ 659080. Customer has indicated that the product will not be returned for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01895.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to pain, pseudotumor, and elevated metal ion levels. During the surgery, metallosis stained fluid and tissue was encountered and debrided. The cup and stem remained implanted and the head component was replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed due to review of medical records noting patient was revised due to pain, pseudotumor and elevated metal ion levels secondary to metal-on-metal wear. MRI indicated pseudotumor. Metal type staining of the tissue was identified and debridement of tissues was performed. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.